Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during impella cp support, "mc too high", "retrograde flow", and "pump stop" alarms occurred. The patient's activated clotting time was 250. The physician was noted to have deactivated the retrograde flow and the impella was restarted again. After a day of support, the pump was successfully explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data logs were not returned for evaluation. However, without the device nor sufficient clinical information for evaluation, the exact root cause of the pump stop could not be determined. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ to conform to updated procedures, section d6 & h10 were revised with updated information.